Event description:
It was reported that a ventilator failure occurred during a case. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report. H3 other text : on-going.

Manufacturer narrative:
A dräger service technician checked the device after the reported avent, replaced several compontents and downloaded the electronic log file of the apollo. Both, electronic log file and replaced parts were analyzed. The reported vent fail could be confirmed by means of the information stored in the log file. The device detected a vacuum pressure of -015 hpa while the vacuum pump had already been switched off (vacuum pressure should be 0 hpa). However, it was not possible to reproduce the event with the replaced parts,seen in the log file. The exact root cause could finally not be determined with certainty but it is seen likely that there was a pneumatic obstruction in the system which had been removed during replacement of the parts. The apollo reacted as specified for the detected deviaiton and posted a visible and audible ventilator fail alarm. In such case manual ventilation remains available to continue the case.

Event description:
It was reported that a ventilator failure occurred during a case. No injury reported.